Manufacturer narrative:
(B)(4).

Event description:
The patient and a manufacturer representative reported that the patient's implantable neurostimulator (ins) was in overdischarge. The overdischarge occurred sometime in 2015. The overdischarge was caused by poor coupling. A physician recharge mode was performed 3 times with no success. The patient was scheduled to have their device replaced with a primary cell battery. The patient was implanted for non-malignant pain.